Event description:
Stapler opened to field and tested per manufacture recommendations. Test went well. Stapler reload applied to device and given to surgeon. As surgeon closed stapler to insert into trocar, the stapler fired. The reverse button did not seem to work, nor the manual reverse lever. Another stapler opened with reload and this worked as normal. FDA safety report ID# (B)(4).